Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler m31 air detected in cassette warning occurred fill 4 of 5. The patient was connected. The patient rebooted cycler and cancelled treatment at the time of this call. The fresenius technical support representative advised to re-setup cycler. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. In a second follow up, it was discovered that the pd nurse conducted a home visit at the patient¿s residence on (B)(6) 2025 and observed fluid leak in the compartment where the cassette was located when the door was opened. The cycler set is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler m31 air detected in cassette warning occurred fill 4 of 5. The patient was connected. The patient rebooted cycler and cancelled treatment at the time of this call. The fresenius technical support representative advised to re-setup cycler. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. In a second follow up, it was discovered that the pd nurse conducted a home visit at the patient¿s residence on (B)(6) 2025 and observed fluid leak in the compartment where the cassette was located when the door was opened. The cycler set is available to return for investigation.